Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible the device was not fully connected to the inflation device thus resulting in the reported activation failure including expansion/failure to deploy; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x48mm xience xpedition stent delivery system (sds) did not deploy. There were no adverse patient effects. No additional information was provided.